Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that occlusion alarms occurred. The customer loaded a new cartridge to resolve the issues. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer's blood glucose was 410-416 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.